Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor to the reported event. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review was performed. The review found one non-conformance (nr-0138283) against the provided lot number. The nr was for a batch of resin not meeting a material specification, and it is not related to the current reported event of a sizing issue. Corrected: h3, h5.

Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> update 20-jan-2022: the investigation was re-opened upon receipt of post-op x-rays. Examination of the returned device and provided x-ray images could not confirm the reported event. No evidence was found indicating product error was a contributing factor to the reported event. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot ==> a device history record (DHR) review was performed. The review found one non-conformance (nr-0138283) against the provided lot number. The nr was for a batch of resin not meeting a material specification, and it is not related to the current reported event of a sizing issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following problem occurred during the implantation of the knee prosthesis: after correct placement of the femoral trumach template, the femoral receiving surface was formed. The probe stopped at 6 mm on the suprapatellar surface. Because of this, we had to resize, and by reshaping the femoral surface, we were able to glue 2 numbers smaller prostheses with security. In this size the prosthesis rested well but unfortunately due to the size reduction they also had to adjust the size of the tibial tray.